Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary = the complaint device was received at the service center and evaluated. It was reported that the device was broken. Per service report, this complaint can be confirmed. During evaluation, it was found that the motor was corroded and was stuck. Also, the -rings were defective. The motor and o-rings were replaced to resolve the identified failures. The device was cleaned, tested and found to be fully functional. Fluid ingress into the device and contact with the motor is responsible for the corrosion observed. Corroded motor has a tendency to stick and not turn. The o-rings might have become defective by user mishandling during the cleaning process, however, a definite root cause of the same cannot be determined with the available information. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 12/10/2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot = the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 12/10/2018 and passed all functional testing before being returned to the customer.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that during service the 8022 handpc tornado shaver was broken. No patient consequence and no surgical delay was reported. No additional information was provided.